Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica leibinger gmbh indicate that this event would not be associated with the device but rather would be ralated to user technique.

Event description:
Doctor drilled pilot hole with the twist drill but it would not purchase the bone. There was no adverse consequence to the pt.